Event description:
It was reported that since three weeks the patient has complained about a decrease in his hearing perception. Testing was within normal limits. The external parts have been exchanged several times, but without success. No medical reason could be detected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.